Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes educator of a customer reported via phone call of having severe hyperglycemia. Customer had high blood glucose of 558mg/dl at the time of incident. Customer indicated that the customer arrived at the center with a dead battery in the pump. Customer treated with a syringe and indicated that they felt fine. Troubleshooting educated the customer on management of hyperglycemia and was advised to drink water and check their blood glucose in an hour after they install new battery. No further details given.